Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the imaging window assembly. Microscopic inspection revealed the imaging window was partially detached near the lapjoint section and the male telescope was detached from the sleeve. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical open at distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen. The transducer level impedance test with the microprobe could not be performed due to the superficial condition of the transducer.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that visualization issues occurred. The opti cross imaging catheter was selected for ultrasound examination of the target lesion, but during pullback, the image was dark and not visible. The procedure was completed with different device. There was no patient injury. However, device analysis revealed the imaging window was partially detached near the lap joint section.